Manufacturer narrative:
Customer stated that the electrode started to leak after customer did not seat it in properly following maintenance performance. Therefore, it appears as though the root cause of the instrument leak was due to a user maintenance error. (B)(4).

Event description:
Customer called to report that after performing maintenance on the blood urea nitrogen (bun) electrode of the unicel dxc 800 synchron system, the reagent leaked out from around the electrode because it was not seated in properly. As a result, customer noticed a fluctuation of high and low temperature errors on the bun cup module, even after powering down the instrument. On the same day, the field service engineer (fse) inspected the instrument and performed an instrument shutdown. The fse then unplugged the cup heaters, and cleaned and dried the connectors. After performing calibration and quality controls, the results were all within established ranges. Finally, the fse verified instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer stated that patient sample results were not affected, and that no one was harmed by or exposed to the leak.